Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver will boot was performed and failed due to receiver perpetually rebooting. Receiver interior inspection was performed and passed. The log was not downloaded due to receiver perpetually rebooting. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.